Event description:
Baxter (B)(4) received a report that a 4 ml/hr folfusor underinfused during patient use. A volume of 96 ml was infused over the course of 48 hours rather than 24 hours. This implies a 2 ml/hr flow rate, which is 50% of the expected flow rate. The concomitant medical products are currently unknown. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: this product is not distributed in the us and does not have a 510(k) number. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 20 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 3.65 ml/hr, normalized flow rate = 3.74 ml/hr, specification range = 3.60- 4.40 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.